Event description:
My son has type 1 diabetes. He uses a dexcom g6 constant glucose monitor. When inserting the sensor, the applicator malfunctioned. The needle did not retract, and the sensor did not detach from the applicator. I had to forcibly remove the sharp needle and sensor from his skin. He was in extreme pain and bleed quite a bit. Dexcom said this is an issue they are working on, but I wanted to report it so that there is a record of it still occurring. It's unacceptable. An already difficult procedure for a child became traumatic. FDA safety report ID # (B)(4).